Manufacturer narrative:
(B)(4). D10-medical product: cps xs sht spdl w pins 800lbf, item# 178364, lot# 433440. Cps short anchor plug 10mm, item# 178552, lot# unknown. Tpr adpt female oss/female cps, item# 178549, lot# 286890. G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number of item# 178552 is either 861180 or 069590. Unable to determine which one is the correct lot number.

Event description:
It was reported that a patient was revised approximately one year and three months post implantation due to unknown reasons. Abnormal rotation of the femur (external rotation and not return) occurred when the patient fell. The cause of the patient's fall is unknown. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.